Event description:
It was reported that in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The physician was inserting an iab via super arrow-flex (saf) sheath when he encountered difficulty advancing the catheter forward. The iab catheter and sheath were removed together. A different kit was obtained. There were no pt death, injuries or complications reported. The delay of therapy is unk, with the pt's outcome listed as good. Reference MDR #1219856-2010-00796 for the second event involving the same pt. Additional info received from (B)(4) stated that "the left femoral artery was used in both events and the same insertion site was used."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.